Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed following a hernia repair surgery, as the aus pump remained flat when squeezed and the patient became incontinent. Upon explantation, the surgeon noted a hole in the pressure regulating balloon (prb ) that was attributed to damage during hernia repair surgery. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No known complications were reported.